Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported an incident of concurrent flow on (B)(6) 2022 at 17:23 which occurred on a 250ml bag of paclitaxel on low sorbing tubing with a filter. The infusion took an extra ten minutes to infuse. They used 3 hangers in the end, which ultimately worked. The event was reported to bd representatives during their site visit. There was patient involvement but no harm.

Event description:
It was reported an incident of concurrent flow on december 13 at 17:23 which occurred on a 250ml bag of paclitaxel on low sorbing tubing with a filter. The infusion took an extra ten minutes to infuse. They used 3 hangers in the end, which ultimately worked. The event was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: medical device serial #, device manufacture date. Additional information : concomitant med prod data, imdrf annex a,g,b,c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.